Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they needed a part ID on this part and that there was an audio issue. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that they needed a part ID on this part and that there was an audio issue. The device was not in use on a patient at the time of event, there was no adverse event reported.